Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the plastic tubing was split causing leakage on unspecified number of devices. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed that the plastic tubing was split causing leakage on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-jan-2025. Investigation summary: bd received one photo and two shelf packs of samples for investigation. The customer photo depicts a device with damage to the tubing. A total of 30 customer samples underwent functional tests, all of which passed, exhibiting no signs of damage to the device, cut tubing, or leakage during use. Additionally, 30 retained samples underwent functional tests, all of which passed, showing no signs of damage, cut tubing, or leakage. These retained samples also underwent additional functional tests, all passing with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cut product. The root cause was determined to be a windhead not picking and placing the parts correctly in the blister pack and the issue has been corrected by repairing the damaged windhead and setting the home offset to the correct position. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.